Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pa2898, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. The needle broke when suturing the skin. The broken needle and the suture were taken away from the operation desk immediately. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.